Manufacturer narrative:
This report is for 1 unknown drill bit. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that a drill bit broke off and the surgeon decided to leave it in the patient. It was reported that the patient has shown concern in regards the composition of the metal. This report is for an unknown drill bit. This is report number 1 of 1 for (B)(4).